Event description:
Reporter stated that patient's blood glucose was measured, using comfort system 1, with a result of 328 mg/dl. Patient's blood glucose was reportedly retested, using comfort system 2, with a result of 143 mg/dl. Reporter did not indicate if patient's therapy was modified based on these results. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in another country. This medwatch is for the suspect device used with comfort system 2